Manufacturer narrative:
The customer reported that the thermogard ivtm system (serial # (B)(4)) displayed unknown error messages based the review of the event log, the unknown error messages observed by the customer was found out to be tcmid:06 (ce post failure) and tcmid:08 (coolant temp low) error messages. The investigation of the returned thermogard system revealed that the root cause of tcmid:06 and tcmid:08 was due to burnt contact in connector p/j22, as a result of an over-time accumulation of dirt and moisture inside the connectors. Visual inspection of the thermogard console was performed, and no other issues were identified. The thermogard system displayed a tcmid:06 (ce post failure) error message upon powering up; thus, confirming the reported complaint. To resolve the issue, the wire harnass assembly cooling engine was replaced. Event log data review was performed and showed multiple tcmid:06 and tcmid:08 error messages on the customer's reported event date. Following service, the thermogard console passed all functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (serial # (B)(4)) displayed unknown error message. Another thermogard ivtm system was used to continue with the treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.